Manufacturer narrative:
A prepaid mailing label and shipping container have been sent to the customer for return of the sample. If the sample is received, a supplemental report will be submitted upon completion of the investigation. (B)(4).

Event description:
The consumer was injecting with her r insulin when the needle broke off. The customer went to her family doctor, where they numbed the site to look for the needle. It was not found. The consumer then went to the ER, where an x-ray was performed. The needle was located, and had travelled approx 3" in her skin. The consumer had surgery to remove the needle.